Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 76 -year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. We received a notification via abiomed¿s long-term outcome and quality indicator impella registry (loqi) indicating this patient to have endured hemolysis and subsequent acute renal failure that led to intervention via hemodialysis. A "possible" relationship to the impella device was alleged.

Manufacturer narrative:
The investigation into hemolysis has been completed. The impella device was not returned for evaluation. The root cause of the hemolysis was most likely biomaterial related. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-06714.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No product was returned for investigation. About 41 hours into the case, there is a motor current spike with a placement signal shift and speed deviation independent of p-level change. This indicates a potential biomaterial ingestion. The root cause of the hemolysis was most likely biomaterial related. Data logs confirm dp sensor drift 88 hours into the case. Placement signal spikes to 3000 mmhg and flow metrics are lost. The root cause of the placement signal issue was determined to be dp sensor drift. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported a placement signal not reliable alarm during support. The device was not removed and support proceeded with no patient harm. On 2024-01-10, we received a notification via abiomed¿s long-term outcome and quality indicator impella registry (loqi) indicating this patient to have endured hemolysis and subsequent acute renal failure that led to intervention via hemodialysis. A "possible" relationship to the impella device was alleged.